Event description:
It was reported to boston scientific corporation that during unpacking of the device while affixing the bar code labels, small brown shavings were noted inside the sterile package. There was no patient or procedure involved.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.